Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose level remained within a safe range, not exceeding 500 mg/dl. To address the issue, the customer changed the infusion set and cartridge and resumed insulin.